Event description:
It was reported that a customer experienced high blood glucose levels and visited the emergency room, followed by hospitalization on (B)(6). Their blood glucose level had peaked at over 33.3 mmol/l, and they had moderate ketones, though these were not considered life-threatening by healthcare providers. The customer had been using insulin therapy through a pump but without a connected continuous glucose monitor, which was suspected to contribute to the issue. No technical problems were identified with the pump during a system check. The customer received intravenous fluids and insulin, which resolved the high blood glucose issue, and no permanent damage was identified. The customer was discharged on (B)(6).